Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had a scratched lcd window and a missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 238 mg/dl at the time of incident. The customer tried 6 different sets and none worked. Troubleshooting was completed. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.